Event description:
It was reported that the device was explanted and replaced since the physician felt that eol was reached too quickly from eri. The patient received no complications from the procedure.

Manufacturer narrative:
The reported short eri to eol margin was not confirmed in the laboratory. The device was returned before reaching eri. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.